Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested, but not received

Event description:
Related manufacturer reference number: 2017865-2022-10881. Related manufacturer reference number: 2017865-2022-10882. It was reported that a patient presented in-clinic for a system extraction. Prior examination of the patient's pacemaker system had revealed an infection. The system was explanted on (B)(6) 2022. The right ventricular lead was replaced. The patient was stable throughout.

Event description:
New information received notes that the patient experienced redness and swelling, and cultures were used to identify the infection.